Event description:
Customer performed a blood glucose test at 8:32am and received a result of 143mg/dl, they did not take their insulin because of the result. The customer started feeling unstable and numb, and having chest pains. They went to the dr who sent pt to the hosp for a possible heart attack. The hosp performed a blood glucose test and received a result of 54mg/dl. The customer was given orange juice and graham crackers to eat. The customer was admitted into the hosp. No controls were in use and the customer stores their glucose strips outside of the vial.